Event description:
It was reported that the patient had a few recent concerning alarms on device interrogation on (B)(6) 2025 around 2315. Alarms included no external power/ low voltage that coincided with speed drops to low-speed limit which was expected and power and flow spikes that were unexpected. There were some inconsistencies with the patient's story about the cause of the no external alarms. When the patient was first asked, they stated that the power went out that day. But, when asked later, the patient stated that the plug to the mobile power unit had come loose in the outlet and when it was fully plugged the alarm resolved. Log file analysis was requested to see if there was a concern for short to shield phenomenon. It was noted that the patient had rescue tape on the distal driveline. The log files contained pulsatility index (pi) events. The low voltage alarms on 23feb2025 appeared to be a result of loss of external power. The system controller switched appropriately to the emergency backup battery when external power was lost, and the alarms resolved once external power was restored. It was unknown if the mpu had a v-lock connector on the ac power cord. If there was no way to confirm if there was any interruption in ac power to the home or the mpu ac cord became unplugged. The patient's history telling was inconsistent. The mpu was not exchanged or removed from service. The pump itself appeared to be operating with normal parameters. Additionally, there was no evidence of any type of driveline electrical conductor issue in the log file. The reported damage to the driveline appeared cosmetic. It was noted that the driveline damage was first identified on 05jan2023. It was recommended to apply recuse tape to any damaged area of the driveline to prevent further damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4, primary UDI number: corrected manufacturer's investigation conclusion: the reported event of a no external power alarm was able to be confirmed by review of the submitted log file. The log file contained approximately 29 days of information 28jan2025 to 26feb2025 per timestamp). From 23:14:33 to 23:15:30 on (B)(6) 2025, abnormal power cable disconnect, low voltage, and no external power alarms were observed while the controller was connected to the mobile power unit (mpu). These alarms activated due to the relative state of charge (rsoc) of both power cables simultaneously decreasing below the designed alarm thresholds. During the power loss, the system was supported by the controller¿s backup battery and the pump maintained a speed within the expected range. The mobile power unit (serial number: (B)(6) was not returned for further evaluation. The root cause of the power loss cannot be conclusively determined through this evaluation. The device history records were reviewed for the mpu (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate ii patient handbook (alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.